Event description:
It was reported that the right ventricular (rv) lead exhibited electrocardiogram noise and suspected fracture. The rv lead was capped, replaced, and remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).